Manufacturer narrative:
The unit functioned properly during rewind and basic occlusion, occlusion, prime-compromised force sensor system, the excessive no delivery and displacement test. There was no motor error alarm or displacement anomaly. No loosing setting noted during other testing. The motor was tested outside the device and passed motor test. All operating currents are within the specification, no unexpected low battery, weak battery or off no power alarm noted. Unable to perform after battery change test due to constant motor error alarm during bolus delivery. The insulin pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm during priming. Customer went through priming twice then received a weak battery alarm and changed the battery. Customer stated that settings were lost and was unable to rewind the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.